Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, when the plunger was removed from the device, there was no suture present. The foot was unable to be returned back to its original position and it took time to remove the device from the anatomy. Upon removal from the anatomy, a detachment of the posterior foot was confirmed. The detached foot was removed surgically. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
The facility reported a colleague infusion pump with a false air in line alarm. It is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the posterior portion of the foot was broken off and was not returned. Since the needle trajectory of every device is checked twice during manufacturing, the most probable root cause for the posterior foot break and posterior cuff miss is related to operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it or if the device is twisted while the foot is open during deployment. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.